Event description:
**Iol oriiiginally decentered 2/9/88; repositioned 2/11/988; adverse reaction form filed 2/11/88. Decentration occurred again on 9/5/91; adverse reaction form filed 5/7/92. Maunfacturer told surgery was scheduled for 5/19/92 to reposition & suture iol. Manufacturer told doctor no need to file another av form. However, not designed to provide fixation in bag if hole is present. Prognosis: good.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.